Event description:
Customer reported when she rewinds her insulin pump it gives a prime alarm. Customer's blood glucose is 429 mg/dl and she treated with manual injections. The device was not dropped. The drive support cap is sticking out. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. The sensor did not detect the reservoir during seating. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received pump with an error alarm during the basic occlusion test and the device was unable to prime during the prime test due to moisture damage inside the force sensor. The device was reset with correct time and date and monitored. No resetting by itself or erase all setting noted during testing. The drive support disk was inspected and no anomaly was noted. The unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.